Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.

Event description:
It was reported that a cassette-missing alarm occurred. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.